Manufacturer narrative:
The investigation was reopened to clarify/correct the investigation findings which resulted in the following updated investigation on 10-dec-2024. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the dilator passed thru the irrigation hole of the sheath. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The tip of the device was inspected and it was observed slightly bumped. A dimensional test was performed on the outer diameters of the shaft sheath and dilator devices, and the results were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The bumped condition observed on the soft tip could be related to the dilator and resistance issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the bumped condition could be related to a potential skin incision size relative to the sheath during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and the tip damage (mushroomed) during the transseptal issue occurred. The tip of the vizigo sheath "mushroomed" during the transseptal access attempt. The sheath was replaced and the issue was resolved. No patient consequence was reported. Additional information was received on 10-jul-2024. The issue was tip damage. The tip was smashed during transseptal. No internal sheath mechanism exposed. The tip was not rough or non slippery. No lifted or damaged electrodes. Picture provided.

Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath. The tip of the vizigo sheath "mushroomed" during the transseptal access attempt. The sheath was replaced and the issue was resolved. No patient consequence was reported. Additional information was received. The issue was tip damage. The tip was smashed during transseptal. No internal sheath mechanism exposed. The tip was not rough or non slippery. No lifted or damaged electrodes. The investigation evaluation was completed on 06-nov-2024. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, the tip of the sheath was observed damaged. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and dimensional test of the returned device were performed following j&j medtech procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. The tip of the device was inspected and it was observed slightly bumped. A dimensional test was performed on the outer diameters of the shaft sheath and dilator devices, and the results were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The bumped condition observed on the soft tip could be related to the dilator and resistance issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the bumped condition could be related to a potential skin incision size relative to the sheath during the procedure; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) were selected as related to the photo provided. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 14-aug-2024. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).